Event description:
A 2.5 mm diameter x 18 mm length endeavor drug-eluting coronary stent was successfully implanted in an unknown lesion. Implant information is unknown. It was reported that the patient's family member reported that the patient had expired at home. The death certificate states that the patient expired of heart disease. Investigator assessment stated that the relation between the study device and the event is not assessable. However, there is no relation between the event and the procedure and the study drug.

Manufacturer narrative:
(B) (4): evaluation results: (death).